Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision reported via sales rep asr xl. Unknown side. Reason(s) for revision : no harm information provided. Update rec'd 12/05/2014- litigation papers received. Litigation alleges pain, discomfort, difficulty sleeping, fluid, and elevated metal ion levels (10.0 cobalt and 3.0 chromium in (B)(6) 2010, 10.0 cobalt and 2.4 chromium in (B)(6) 2011, 20.5 cobalt and 5.2 chromium in (B)(6) 2011, 30.5 cobalt and 8.6 chromium in (B)(6) 2012, 45.0 cobalt and 12.4 chromium in (B)(6) 2013, 32.2 cobalt and 7.9 chromium in (B)(6) 2014, 43.7 cobalt and 8.0 chromium in (B)(6) 2014). The stem is being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).